Event description:
It was reported that the surgeon placed an aquaflow device under a selerotomy flap and the trabecular membrane was punctured. The device was removed and the incision was sutured. The surgeon stated that the selerotomy flap was done very well, and that the device itself was the cause of the punctured trabecular membrance and not due to a small selerotomy. The surgeon felt the device was thicker and larger than usual.

Manufacturer narrative:
A work order search for the device was performed, and no similar complaints were found within the work order.